Event description:
It was reported that during a segment 6 liver resection procedure, after the 6th firing the stapler was reloaded put down the trocar, articulated and then would not open. Surgeon had to remove gun (with trocar) and struggle with getting it open. It is unknown if another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.